Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 03/25/2025, it was reported by a sales representative via (B)(4) that the tip of the ar-9215-1-03 quick connect handle broke off in the attachment slot on the small ar-9231-vl-01 glenoid drill guide. This happened after the surgeon drilled the superior hole and inferior keel and removed the guide. The guide was easily removed from the glenoid. No pieces broke off inside the patient, and the case was completed successfully. This was discovered during a total shoulder arthroplasty procedure on (B)(6) 2025, with no reported patient harm. Additional information has been requested.

Manufacturer narrative:
Additional information: d9, g3, h3, h6. One unpackaged ar-9215-1-03 universal quick connect handle, batch number: 04512113, was received for investigation. Visual evaluation of the returned device noted the tip of the device had broken off and the broken fragment had been retrieved. It was further noted that the returned device had discoloration and faded laser markings. Functional testing was not performed due to the damage to the device. The most likely cause for the reported failure can be attributed to user error of the device due to applying excessive mechanical forces and/or prying/leveraging the device during use. Complaint allegation is confirmed.